Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during dwell 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt did not clamp off the unused supply line of their homechoice set. Baxter's technical service center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.